Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was frequently charging the ipg and reported the ipg was not charging correctly. Ipg database analysis revealed no anomalies. The charge profile was observed and revealed that the patient frequently triggers the charger thermistor and occasionally has poor charger-to-ipg alignment. The device appeared to be working as expected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was frequently charging the ipg and reported the ipg was not charging correctly. Ipg database analysis revealed no anomalies. The charge profile was observed and revealed that the patient frequently triggers the charger thermistor and occasionally has poor charger-to-ipg alignment. The device appeared to be working as expected. The patient will undergo an ipg replacement procedure.